Event description:
A company representative reported that a patient was revised to address six migrated tasman set screws. The set screws at l5, s1, and s2 "popped/failed" leading to, "rod protrusion through the skin in the lumbar region." This report captures the sixth of six set screws.